Manufacturer narrative:
This report has been identified as (B)(4). One used space pump IV set, w/o the original packaging, was rec'd for eval. The set was subjected to an air pressure (leakage) test according to specification. Leakage was observed at the bonded joint between the backcheck valve and side arm of the caresite valve. The investigation into this reported event is ongoing. Following the receipt of add'l info and/or completion of the investigation, a f/u report will be filed.

Event description:
As reported by the user facility: reports the tubing leaked chemo therapy medication at the filter connector site. The chemo medication that leaked was pertuzumab.